Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This incident was reported under manufacturer report 1423500-2011-03032. This report is a duplicate of 1423500-2011-03032.

Event description:
Baxter (B)(4) reported that a customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The call was dropped; the tsr was not able to get back with the hp. No further information is available. No patient injury or medical intervention was indicated in the initial report.